Manufacturer narrative:
(B)(4). Batch # p58c70. Investigation summary: the analysis results found that the ats45a device was returned with no apparent damage and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What were the indications for surgery? What anatomical structure was device used on when event occurred? Did the device cut? Did the device deploy staples at all? If so, please describe shape. Was the device difficult to close? What was the reason for the convert to open? How was the issue addressed? What is the current patient status?.

Event description:
It was reported that during a colostomy/secostomy procedure the device failed to staple. The customer stated that they "had to open four reloads". No buttressing material was used. No additional details were available. The surgeon converted to open to complete the procedure. It was unknown which type of device was used to complete the procedure.